Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that when the patient got home the day prior, they were feeling a shocking sensation because they had the stimulation turned up too high. Patient stated they were experiencing a lot of frequency. Patient stated they turned the stimulation down to 1.4v and the shocking stopped. Patient stated their frequency was a lot better and they ended up finding a good setting. Patient stated they had been implanted for urinary retention. It was also reported that the patient did not think it was working. The patient noted that when he came home from surgery, he had that buzz and it was bothering him so he turned it down and that helped. The patient recently stated that he had been trying to increase or decrease but it seemed like if he got too high he would get an urge. The patient also mentioned that they used the patient programmer (pp) and increased it to 1.7 and then back down to 1.4. The patient reported that it was working at 1.3 but had to use a catheter. Trouble shooting attempts were made and the patient synced with the pp and the pp showed stimulation was on program 4 at 1.4. There were no further symptoms or complications reported or anticipated.